Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, when the battery was inserted into the handle, there were two blue lights and one green light. When the adapter was loaded on handle, there was no any indication on handle. Handle was not able to recognize adapter and reload. There was no patient involvement.